Event description:
IV lines were changed. Patient's blood pressure (bp) mean arterial pressure (map) dropped. The dopamine drip was increased as patient sensitive to change; there was not a big response to the increased drip rate. Tubing was checked to ensure adequacy and smart cap was found to be leaking. No medication was being delivered to the patient. Smart cap was replaced.

Event description:
IV lines were changed. Patient's blood pressure (bp) mean arterial pressure (map) dropped. The dopamine drip was increased as patient sensitive to change; there was not a big response to the increased drip rate. Tubing was checked to ensure adequacy and smart cap was found to be leaking. No medication was being delivered to the patient. Smart cap was replaced.